Event description:
It was reported that a malfunction alarm occurred. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own. Customer confirmed afterwards that the malfunction alarm was able to be cleared. There was no adverse impact to the customer's blood glucose level.